Event description:
The device was returned for service. During service the device had main batteries depleted (discharge = 9, alarms = 37). There was no record of any patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed depleted/potentially damaged batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.